Manufacturer narrative:
Product complaint # (B)(4). Additional narrative. Phone number provided for reporting. A review of the device history record. Device history lot. Manufacturing location: monument. Manufacturing date: 13-oct-2018. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: h752122 (non-sterile). Lot quantity: 350. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: h625377. Lot quantity: 1,809 lbs. Certified test report received from (B)(6) 30-mar-2018 was reviewed and determined to be conforming. Lot summary report dated 23-apr-2018 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the operation of cranial repair on (B)(6) 2019, two screws could not insert into the skull and broke intra-operatively. The bone was not dense bone. Fragments were removed easily with no surgical delay. Another device was used to complete the surgery. There were no adverse consequences to the patient. Concomitant device reported: unknown low profile neuro plate (part# unknown, lot# unknown, quantity# unknown). This is report 2 of 2 for (B)(4).